Event description:
The customer called regarding premature battery life. Troubleshooting was done and it was indicated that the battery contacts were not intact. The customer was advised that the pump should be replaced.